Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance was unable to be performed due to condition of the lead as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range pacing impedance and unacceptable capture thresholds. The lead was removed and replaced. The patient was stable.